Event description:
Adverse event(s): "no pt impact was reported" (no consequences or impact to pt). Product problem(s): "system message occurred" (device displays error message). A facility reports a sys message was displayed on the sys several times during surgeries. The sys had to be rebooted to complete the cases. No pt harm was reported.

Manufacturer narrative:
A company service rep examined the sys. The irrigation sensor solenoid washers were replaced and disposed of. The glue had melted, causing the problem. The sys was then tested and met all product specs. A review of the complaints for the last 24 months did indicate add'l reports for this sys. Three complaints have been opened due to three surgeons experiencing a sys message displaying during surgery. The glue had melted, causing the problem. The reported sys is a known issue that is usually caused by the degradation of the poron washer over approx 2-3 years of use. The root cause for this particular issue is attributed to degraded poron washers. (B) (4). (B) (4). (B) (4).